Manufacturer narrative:
Additional information: a3, b2, b5, d4 (lot), d6b, g1 (second address). Corrected information: b1, d4 (UDI), g1, h1, h6. Device was not returned. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. It was stated that the pump was explanted to avoid another surgery later down the road. It was reported that nothing was wrong with the explanted pump and was only replaced to give patient a long life with new pump. The initial alleged volume discrepancy could not be confirmed. Internal complaint number: (B)(4).

Event description:
Technical solutions received a device tracking form indicating that the device was explanted. Technical solutions followed up with the director of training for additional information, who reports that the pump was explanted to avoid another surgery later down the road. It was reported that nothing was wrong with the explanted pump. Director of training also confirmed that the pump was not released to them and was sent to pathology at the main hospital.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. There were no patient affects reported.